Event description:
Burn on shoulder at site of shoulder roll. Pt had thoracic exploration involved 6 hour pump run and a period of circulatory arrest. The heating pad placed too high on scapula and shoulder roll on top of pad and extra pressure on skin with heat caused first degree burn on shoulder 1 x 3 inches. Dates of use: 2009. Diagnosis or reason for use: extended time surgical procedure.